Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf.? Device eval by manufacturer? Annex a: a25, annex g: g04105, annex b: b01, annex c: c19, annex d: d15. H3 other text: see manufacturer narrative.

Event description:
It was reported that the device had communication error then blanks out. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication error then blanks out. There was no patient involvement.